Event description:
The customer reported to customer service that the transformer housing for her breast pump is cracked. An injury was not reported.

Manufacturer narrative:
A replacement supply was sent to the customer. Attempts to follow up with the customer to get add'l complaint info, including a final attempt by letter on (B)(4) 2012, were unsuccessful. The product, however, was received on (B)(4) 2012. In summary, the product eval revealed that the transformer housing was broken apart, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housing showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine a root cause and will continue to be monitored. A visual examination of the power supply revealed a crack in the transformer housing. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.8 vdc, which is normal and indicates that there is not a short in the dc cord. Smoke fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measures at 55.7 ohms, which is normal and indicates that the thermal fuse did not blow.